Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead. A fluoroscopy was performed and ra lead dislodgement was noted. The physician elected to revise the lead, but during the procedure low pacing impedance was noted after repositioning, so the ra lead was explanted and replaced to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing lead impedance and loss of capture. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of low pacing lead impedance was confirmed while the reported event of loss of capture was not confirmed. During electrical testing the lead was shoring due to over torqued inner coil at the connector region which occurred during the repositioning of the lead. The cause of the reported event of low pacing lead impedance was isolated to over torqued inner coil at the connector region which occurred during the repositioning of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.